Event description:
It was reported that a skin irritation causing itching, rash, swelling and redness had occurred while wearing the pod between 4 and 24 hours. Symptoms began an unknown amount of time into usage, and the pod was removed. The affected area was slightly larger than the pod. Patient visited physician and was prescribed benadryl.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the allergy and skin irritation. No lot release records were reviewed, as the product lot number was not provided. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. Locked down smartphone: not provided. Omnipod software app version: not provided. Operating system: not provided. Hardware: not provided. Cgm sensor type: not provided. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.